Manufacturer narrative:
Upon investigation by sciton staff, it was determined that the clinician treated the patient without disinfecting the profractional-xc handpiece. The instructions in the operator manual requires the handpiece to be cleaned and disinfected prior to reuse. No malfunction of this device was reported with this event.

Event description:
A clinician treating a patient with non-disinfected profractional-xc standoff reported that the patient developed infection and required hospitalization.